Event description:
A customer reported via webform that a ¿replace sensor¿ error message was received with the abbott diabetes care (adc) device. The customer was contacted by adc customer service and the customer indicated that due to the encountered issue, they experienced shaking, nausea, chills, headache, and blurry vision. The customer further reported being unable to self-treat and their spouse obtained a blood glucose result of 3.1 mmol/l via finger prick (unspecified device) and treated with ginger aloe through the night. No further information was provided.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug was properly seated, and no physical damage was observed on the returned sensor patch. Data was extracted from the returned sensor patch using approved software. The sensor was found to be in sensor state 6 (indicating abnormal termination) with a brownout reset event internally logged (event 21). Visual inspection was performed on the sensor plug and no failure modes were observed. The returned sensor was sent for further investigation and de-cased. Visual inspection was performed on the pcba (printed circuit board assembly) and no issues were observed. The battery was measured, and the results were lower than specification. Therefore, this issue is confirmed to sensor brownout caused by low battery voltage. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported via webform that a ¿replace sensor¿ error message was received with the abbott diabetes care (adc) device. The customer was contacted by adc customer service and the customer indicated that due to the encountered issue, they experienced shaking, nausea, chills, headache, and blurry vision. The customer further reported being unable to self-treat and their spouse obtained a blood glucose result of 3.1 mmol/l via finger prick (unspecified device) and treated with ginger aloe through the night. No further information was provided.